Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an occlusion alert while using the ilet with an inset infusion set, which persisted until the user replaced a re-used connect adaptor with a new adaptor; after replacement, occlusion alerts ceased and blood glucose levels returned to range. Symptoms included hyperglycemia with a highest reading indicated as ¿high,¿ sustained above 180 mg/dl for approximately six hours, without ketosis, loss of consciousness, or other acute effects. Outcomes included no use of backup therapy, no medical intervention, and no need for assistance. Investigation included troubleshooting and user education. Investigation of this case revealed an infusion delivery occlusion associated with the connect adaptor and infusion set interface, consistent with insulin flow obstruction that resolved after supply change. It was concluded, based on previously established findings for similar reports, that user-related handling of disposable components and associated supply integrity were the likely causes.